Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device exhibited delayed screen wake behavior, requiring minutes to respond and making the sleep/wake function unreliable, consistent with a hardware user interface responsiveness issue. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or daily activities that required medical care. Investigation included troubleshooting and user education. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.